Manufacturer narrative:
Qn#(B)(4). The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that one side of the jaw has clean snapped off jaw. No idea of how it happened. Users very experienced using product.

Event description:
It was reported that one side of the jaw has clean snapped off jaw. No idea of how it happened. Users very experienced using product.

Manufacturer narrative:
(B)(4). The DHR for the late returned instrument was reviewed and found completely without any irregularities. This instrument was produced at the tecomet, inc. Kenosha wi facility as part of a (B)(4) lot in december or 2019. Evaluation of the returned instrument shows that one of the jaws is broken off and loose in the bag and also the luer flush port has been removed and is loose in the bag also. We are able to validate this complaint. We are unable to determine how the jaw broke off and the luer flush port become loose from this instrument but mishandling of this device at the end user's facility is suspected. All (B)(4) instruments from this this lot were 100% visually inspected and function tested prior to shipment to the customer as this is a standardized procedure at this facility for this product line.